Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a good condition. Event log history was performed and found the rate was (ml/hr) 002.0 back in (B)(6) 2019 at 10:00:00 am and rate set to (ml/hr) 125.0 three times since (B)(6) 2019 to (B)(6) 2019 with the same rate 125.0 ml/hr until the last event of power down but no rate of 2ml/hr was set. During analysis, the customer's reported concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump over infused. It was reported that the patient was to receive 92 ml over forty-six (46) hours at a rate of 2 ml/hr. However, per reporter, in less than two hours the pump was empty, and it was found that the programmed rate on the pump was 125 ml/hr. The reporter stated that the patient was in stable condition and being monitored and that there was no medical intervention provided. No adverse patient effects were reported.